Event description:
Information received by medtronic indicated that the customer had blank display. Customer also had battery cap contacts missing and battery replace now alarm and low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to replace the insulin pump; however, the product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.